Manufacturer narrative:
The date the event occurred is unknown, and therefore, the implant date was entered as the provisional date. Additionally, a copy of the publication/literature is inaccessible at the time of writing this manufacturer device report. However, once accessible, it will be provided as an attachment on a supplemental/follow-up manufacturer device report. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A publication was received titled "a case in which a patient with cardiogenic shock due to extensive transmural infarction with a two-vessel lesion was saved by the combination of impella and ino" which noted the patient experienced renal failure and hemolysis post implant of an impella cp device for mechanical circulatory support. In summary, the following was noted: the patient presented to the hospital with the main complaint of chest pain. An electrocardiogram showed st elevation in I, avl, and v2-6 as well as complete atrioventricular block, and cardiac ultrasound showed decreased wall motion of the anterior wall. As the patient had acute myocardial infarction with circulatory dynamics collapse, a circulatory assist pump catheter, impella cp, was promptly inserted, and percutaneous coronary stent placement was performed to treat the in-stent complete occlusion of the left anterior descending coronary artery and 99% stenosis of the right coronary artery. After returning to the intensive care unit, with impella cp total support, the patient developed circulatory failure, ci 1.6 l/min/m2, and lac of 3 mmol/l. Hemolysis, acute renal failure, and right heart failure occurred, leading to cardiogenic shock, so on the second day of hospitalization, the device was upgraded to impella 5.5 and ino combination therapy was initiated. Thereafter, with partial support, the patient achieved a ci of 2.2 l/min/m2 and became stable, and on the 10th hospital day, the impella was weaned and a ci of 2.4 l/min/m2 was achieved by the patient's own heart. In this case, the impella cp inserted in an emergency was unable to maintain sufficient circulation and right heart failure occurred. Therefore, it was decided to upgrade to an impella 5.5 without missing the opportunity, and by using ino in combination. Extracorporeal membrane oxygenation (ECMO) insertion was avoided and successfully saved the patient's life by breaking free from cardiogenic shock.

Manufacturer narrative:
The investigation of hemolysis and renal failure has been completed. No product or data logs were returned for evaluation. It was noted that on day two of patient hospitalization, the patient experienced hemolysis and acute renal failure and the patient was escalated to impella 5.5 support. The root cause of the hemolysis could not be definitively determined as limited clinical details were provided. The root cause of the renal failure could not be definitively determined due to insufficient clinical details. E.1 revised address line 2 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26162.